Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the +p insulation resistance test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon eval, the pulse wires in the trunk cable were worn and were shorting together. The cause for the +p insulation resistance test failure is the shorted pulse wires. The root cause for the shorted wires cannot be positively identified. No adverse event resulted from the shorted wires. The last pt to use this belt did not report any deficiencies.